Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem customer technical support and no issues were identified. Reportedly, the customer is using cold insulin. Prefilling the cartridge, and reusing insulin. Tandem customer technical support informed the customer that cold insulin, prefilling the cartridge, and reusing insulin. Is off label per tandem user guide. Customer changed the pump supplies and used room temperature insulin to address the issue. Customer's blood glucose level was 335 mg/dl.